Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Physician reported lymphadenopathy inflammation. MRI and ultrasound has been performed. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Event description:
Physician reported lymphadenopathy inflammation. MRI and ultrasound has been performed. Device has been explanted and replaced with a non-allergan device. This relates to the right side.